Event description:
Consumer complaint of blood results reading "hi". Customer's mother called on behalf of son, who states he feels well and requires no medical attention. Customers expected blood results are 60-235 mg/dl. Verified the strips expired 10/16/2016, unable to verify when strips were first and the storage conditions. Customer performed a back to back blood test, hi and hi. Customer ran a blood test, "hi", a second test was run, also "hi". He also tested a third time with another meter, which read "hi" as well. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: strip issue.

Manufacturer narrative:
(B)(4). Prod not yet returned for eval.